Event description:
A broken screwdriver was reported, per received picture the blade / self-holding feature at the tip of the screwdriver is completely broken off. Patient, end user or surgery impact is unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A broken screwdriver was reported, per received picture the blade / self-holding feature at the tip of the screwdriver is completely broken off. Patient, end user or surgery impact is unknown.

Manufacturer narrative:
The reported event could be confirmed, since evaluation revealed a broken blade. Inspection of the relevant dimensions was not possible due to the extent of damage. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver [sleeve] is laser-marked with the printing ¿do not lever¿. A process change was performed which triggered removal of the wch to prevent breakages of the moveable blade. The screwdriver manufacturing date of current case post-dates the process change. However, a design change does not prevent from application error during usage. Furthermore, it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. Nothing was reported during last pre-functional check and after last usage and since to information received, it was noticed during reprocessing steps made and thus, the case is rather linked to improper handling during reprocessing. Finally, it could not be excluded that the device was also pre-damaged in former surgeries. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.